Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the customer entered a carbohydrate (cho) number to deliver a bolus, the pump adjusted the number. Customer's healthcare provider reviewed pump data and found "overinflated cho and bolus data". Reportedly, the logs verified that the entries were made by the customer; however, the contact denied of customer entering the values into the pump. Pump data reported blood glucose (bg) in the 200 mg/dl range and did not show clinical outcomes which could have resulted in low bg levels. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: complaint could not be confirmed. Prior to the bolus, the pump screen was successfully unlocked by the user. A carbohydrate value of 188 grams was entered into the pump. Based on the user¿s carbohydrate ratio setting of 15 grams per unit, a bolus of 7.87 units was calculated by the pump. The user confirmed the calculated bolus by the pump and delivered 7.87 units. There is no evidence that the insulin pump experienced a malfunction or failure.